Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The customer loaded a new cartridge successfully with 480 units of insulin. Reportedly, after awhile, the insulin gauge displayed 150 units of insulin. The customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 102 mg/dl.